Event description:
It was reported that a lead fracture was confirmed on a pt's x-rays according to the treating nurse. No further info was provided regarding the pt as the nurse would follow-up with the MFR. Clinic notes were received by the MFR which were indicative of a high lead impedance in normal mode diagnostics. Follow-up with the treating nurse indicated there was no reported pt manipulation or trauma to the device although the pt was recently in the ER for a bad fall. The treating nurse clarified that a lead fracture was visualized from chest x-rays and was just above the lead bifurcation. The last known good diagnostics were in (B)(6) 2010 and at the moment the pt's family is planning to have full revision as the device was programmed off when the high lead impedance was first encountered.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.